Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was admitted to the hospital on (B)(6) 2016 due to severe shortness of breath. No additional information was available at this time. Medical records were requested.

Manufacturer narrative:
(B)(6). Medical records were reviewed by post market surveillance staff. Medical records do not contain lab/diagnostic results for review. There was no documentation in the medical records that indicated a causal relationship between the liberty cycler and the patient¿s congestive heart failure. The patient¿s comorbidities such as chronic congestive heart failure, coronary artery disease and chronic kidney disease in addition to the patient¿s lost residual renal function are contributors to the patient¿s acute congestive heart failure and pulmonary edema due to compromised ultrafiltration. No malfunction was reported. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. A visual inspection of the returned cycler interior showed sign of fluid leak inside the cassette compartment and at the corners of front panel touch screen. The dc power cable connected to j8 of the backplane was not securely in place. The 5 volt supply was out of tolerance with a measured reading of 4.98 volts and a displayed reading of 4.99 volts. The displayed reading of 24 volts was 23.79 volts. The voltage check passed, after fixing the 5 volts. The cause was the load cell beam which was not reading the correct load cell values. Calibrated the load cell beam and performed the load cell verification test again. The second load cell verification test was re-performed, and a load cell beam needs to be replaced by production. The valve actuation test, system air leak test, mushroom head check and heater tests passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. According to the peritoneal dialysis registered nurse (pdrn), the patient had reported lower than expected ultrafiltration rates following continuous cycler-assisted peritoneal dialysis (ccpd) therapy using the cycler and had been completing manual drains of 200ml-900ml following treatments since mid-february. The pdrn confirmed the patient was trained on completing manual exchanges and stat drains if needed and stated the patient was able to complete peritoneal dialysis treatments using the cycler and indicated no treatments were missed. Per pdrn the patient reported experiencing severe shortness of breath and was taken to the emergency room (ER) and was formally admitted on (B)(6) 2016. According to the medical records, the patient was admitted into the hospital on (B)(6) 2016 and diagnosed with acute on chronic congestive heart failure. Medical records reveal the patient was found to have lost residual renal function and was no longer able to keep volume control using peritoneal dialysis. Therefore, patient was converted from peritoneal dialysis to hemodialysis to improve ultrafiltration.